Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) there was an auto fill failure that occurred repeatedly and therapy was not able to be conducted. The iab pump was replaced, but the alarm reoccurred. The iab was replaced to continue therapy. There was no patient injury reported.

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) there was an auto fill failure that occurred repeatedly and therapy was not able to be conducted. The iab pump was replaced, but the alarm reoccurred. The iab was replaced to continue therapy. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The reported alarm, autofill failure event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).